Manufacturer narrative:
The cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage. During drain 3 of the simulated treatment, the screen went dark but the cycler appeared to be on and operating. The cycler unit was turned off. An internal inspection of the cycler showed that the coil on the inverter board was thermally damaged the inverter board on the front panel assembly provides the power to illuminate the display. The front panel assembly was replaced and the cycler unit was repowered and the treatment test in progress was resumed. After replacing the front panel assembly, the simulated treatment was completed without any failures or problems occurring. The cycler weighed fill volume values were within tolerance mechanical testing showed all mechanical parts operated as expected. The internal, visual inspection of the received cycler unit encountered no discrepancies.

Event description:
A cycler was returned from the field for a non-related issue. During simulated use testing during drain 3 the cycler's screen went dark unexpectedly. An internal inspection of the cycler showed that the coil on the inverter board had thermal damage. After replacing the front panel assembly, the simulated treatment was completed without any failures or problems occurring. There was no patient involvement.